Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported controller¿s screen was blank. Patient stated she was having pain in the back today and went to charge the ins, the charger was not working, screen was blank. Patient called rep and he told her to plug the patient programmer (pp) in the wall to see if it charged, patient plugged it in and it was not doing anything. It was reviewed plugging controller/charger into ac adaptor and into an outlet. Patient tried another outlet, it was confirmed power supply light was not on. This would consider a sudden change in therapy or symptoms. A replacement controller power supply would be sent to patient. It was noted controller power supply was not working, there was not green light on it, the controller would not charge. Additional information from patient on (B)(6) 2018 was received. Patient stated she received a power supply from repair, but it still not resolved the issue. It was noted the green light was on the power supply but the screen remains blank when plugged into the controller. Additional information from rep on (B)(6) 2018 was received. Rep stated a repair person sent im to patient services stated he had patient removed the battery and plugged in the controller to the ac power supply, and the controller came on. A lithium ion battery would be sent to patient. It was noted lithium battery was not charging. No further complication and events were reported.